Event description:
A report was received about an issue where the pump stopped delivering insulin for several hours. There was no reported adverse impact on the customer's blood glucose level. The incident was under review to determine the reason behind the interruption in insulin delivery, and no further information regarding the outcome of the event was provided.